Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Reportedly, the customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 92 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s t:slim x2 with control-iq user guide instructs the user to remove any residual air from the cartridge. Device not returned.